Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test (system volume too low) during the pre-use check. The conclusion was that the reported internal leakage test failure was resolved by replacing the defective nozzle unit. No logs were provided and the defective nozzle unit was not returned for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).